Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the patient's existing right ventricular (rv) lead became dislodged during a tricuspid valve repair. The lead was revised and remained in use. Five days later, the rv lead exhibited intermittent capture and the lead had become dislodged a second time. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.